Event description:
The reporter stated that the vein was pierced, the tip of the catheter was left in the body. An incision was made and the tip of the catheter was found by the incision. No complications from the incident.